Event description:
There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. During troubleshooting, the customer noticed that the cartridge connection was not tight enough. The customer tightened the connection and successfully resumed the load sequence.